Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e 601 module. The initial result was 30.11 pg/ml. The repeat result was 1327 pg/ml. The questionable low result was reported outside of the laboratory. The troponin t hs reagent lot number was 55308500 with an expiration date of 31-dec-2022.

Manufacturer narrative:
Calibration and qc were acceptable. Liquid flow cleaning (lfc) was last performed on 23-mar-2022 and maintenance was up to date.

Manufacturer narrative:
Based on the limited information provided, the cause of the event could not be determined. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem.